Manufacturer narrative:
A steris service technician inspected the system 1e assembly and found a horizontal crack on the filter housing cap. The steris technician replaced the filter housing, ran test cycles and confirmed the processor to be operating properly. No additional issues have been reported. The technician stated that the crack on the filter housing cap is indicative of cross-threading and/or over-tightening of the cap. User facility personnel are responsible for replacing cartridges in the filter housing and the type of crack observed by the technician is most likely attributed to improper re-assembly by personnel after changing the cartridges.

Event description:
The user facility reported that water was leaking from their system 1e processor's filter housing. No report of injury or procedural delays or cancellations.